Event description:
The patient reported experiencing elevated blood glucose of 300 mg/dl in 2009. The patient attempted to lower blood glucose by bolusing through the infusion device with no success. The patient changed the infusion set and bolused through the infusion device and blood glucose levels lowered. The patient changes the infusion site every 2-3 days and the infusion tubing every 4 days. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.